Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that following coronary artery drug eluting stenting treatment procedure, very late stent thrombosis occurred. A pt2 ms guidewire was advanced to the left anterior descending (lad) artery. The 3.0x32mm taxus express2 drug eluting stent (des) was deployed at 15 atmospheres (atms) for 70 seconds (secs) in the lad. At 771 days later, the patient presented with 3/10 chest pain and a st-segment elevation myocardial infarction (stemi). Thrombosis was noted into the left main artery from the previously implanted taxus express2 des. It was reported that plavix was discontinued 2 months prior to this event. The physician advanced a 190cm bon-bsc guidewire down the lad. A non-bsc 6fjl3.5 guide catheter was also used. The physician inserted a 3.0x25mm maverick balloon to the target lesion and inflated the balloon to 6 atms for 60 seconds. A non-bsc 8f 43cc intra-aortic balloon pump was inserted. The patient was transported to a hospital room in stable condition. The patient was given IV nitroglycerin before the procedure. The patient was given integrilin, angiomax, fentanyl and discharged home in stable condition.